Event description:
User said that they were all set to inject a pt last week and just before they started the injector said "initialize pump." They had to waste a syringe of nonionic contrast and start over. Another problem they have had a few times is the ram is not engaging the syringe properly. When they press the "replace syringe" button the ram slips off the back of the syringe and spills the remainder of the contrast all over the injector.